Event description:
The customer received a blood glucose reading of 50mg/dl on the contour next. He became confused and could not walk. He was taken to the hospital. His medication was changed from metformin to glipizide. Further information regarding treatment was not provided. The customer was advised to return the remaining strip for evaluation. A new kit was sent to him.